Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for evaluation, for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the trilogy 100 ventilator failed testing for internal and detachable battery power source. The device's power management board was replaced to address the issue. The device was retested and failed testing for positive flow verify. The device was recalibrated and retested. The device passed all test. There were no significant event(s) in the error log(s). The root cause is confirmed at this time. Additionally, preventative maintenance was performed. The rubber feet and handle o-ring were missing and replaced. The device sn / mn label added - original had incorrect gtin / revision. The device mac address label added - original was illegible.